Manufacturer narrative:
The vent was sent to the distributor for servicing following this incident. The unit was received at the distributor and the "no audible alarms" report was confirmed. Visual inspection concluded that a greenish liquid had leaked into the vent. The alarm assembly was found corroded and was replaced. The rest of the inside of the vent was cleaned and where the corrosion was heavy, it was sanded down. The unit passed all testing and was returned to the customer. The liquid is suspected to be a liquid cleaner used by the hospital. To avoid liquid entering the vent, liquid cleaners should be sprayed onto a cloth which is then to be used to wipe the vent clean, as explained in the operating manual.